Event description:
New information received indicated the reoccurrence of the event of noise oversensing that caused inappropriate mode switch. No programming changes were made and the patient continued to be monitored. No patient consequences reported.

Event description:
New information received noted that the oversensing caused pacing inhibition.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programming changes were made and the patient continued to be monitored. No patient consequences reported.